Event description:
It was reported that patient received inappropriate atp and hv therapy for atrial tachycardia with rapid ventricular response. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.